Event description:
According to the reporter during a laparoscopic bypass procedure, the device had unloading problem and was unable to fire. They opened another handle to complete the case and resolve the issue. The patient is alive with no injury.